Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance low out of range. Oversensing and noise were noted on a ventricular episode. The device remains in service. No adverse patient effects were reported.